Manufacturer narrative:
The device was returned to olympus and the evaluation found the connecting tube has coating peeling (1mm-2mm or more). Additionally, the evaluation noted the following: failed leak test due to pin hole on the connecting tube and channel tube. The adhesive on the bending section cover is chipped, adhesive around the distal objective lens and light guide lens are peeled, and the connecting tube has deformation/indentation. A device history review revealed there are no issues that could have caused or contributed to the reported event. The scope was last service via repair in january 2019 which included repairs for coating on the insertion tube section peeled off. The root cause of the coating on the insertion tube peeling off could not be conclusively determined. Based on the investigation, the potential cause of the defect can be caused by stress (i.e., repeated use, external factors and or handling). Olympus will continue to monitor the field performance of this device. The instruction for use provides the following warnings: 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for deformation and irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully rub your fingertips over the entire length of the insertion tube. Inspect of any protruding objects or other irregularities.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had an air leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: connecting tube had coating peeling (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.